Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation noted the following non-reportable findings: a leakage at the bending section cover, a customer label on the control body, and several non-olympus parts or repairs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope's image was very dark. It was unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found that the scope image was very dark during evaluation; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.